Event description:
Caller contacted lifescan regarding er1 message when testing with control solution but not when testing with blood. It was determined he had been using wrong control solution (onetouch).